Event description:
Information was received indicating that during bench testing of a smiths medical pneupac parapac ventilator failed peep check reading at 13. The unit should read between 16 to 24 during the expiratory phase with the peep control fully clockwise. There were no reported adverse patient effects.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.